Event description:
It was reported that the patient was admitted to the picu due to experiencing seizures throughout the previous night. Vns device diagnostics were performed that day and showed high impedance. The patient underwent a full vns replacement surgery on (B)(6) 2016. The explanted generator and lead were received by the manufacturer on 07/28/2016. Analysis is underway for the returned products. No additional pertinent information has been received to date.

Event description:
Product analysis was completed on the returned lead on (B)(6) 2016. A coil break was identified in the positive coil. Scanning electron microscopy images of the positive coil show that pitting or electro-etching conditions occurred at the break location. Images of the positive coil mating end suggest a stress-induced fracture (fatigue) occurred in at least two strands of the quadfilar coil. Due to pitting and/or surface contamination, the fracture mechanism of other strands cannot be determined. An abraded opening of the outer tubing was observed in a separate location. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portions. Product analysis of the explanted generator was completed on 08/25/2016. Visual examination showed that other than explant-related observations, no surface abnormalities were noted on this device. The device output signal was monitored for more than 24-hrs in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current. Various electrical loads were attached to the pulse generator, and results of diagnostic tests demonstrated that accurate resistance measurements were obtained in all instances. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The battery was measured at 2.988 volts and showed an ifi=no condition. Review of the internal device data showed evidence of increased impedance, as a change between high impedance values was noted from the impedance checks on (B)(6) 2016 (the date of explant) and (B)(6) 2016. There were no performance or any other type of adverse conditions found with the pulse generator.